Manufacturer narrative:
It was provided that the doctor informed the patient that their condition is related to diabetes, stress and a pre-existing condition known as psoriatic arthritis. The psoriatic arthritis has affected the back of the eyes. The doctor also informed the patient that the intraocular lens is in no way related to their symptoms. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A consumer reported following an intraocular lens (iol) implant procedure, her vision has deteriorated to the point where she is unable to drive and cannot see the television. She went to a follow up appointment and the surgeon told her the conditions she is experiencing is related to her diabetes, stress, and a pre-existing condition known as psoriatic arthritis which has affected the back of her eyes. The surgeon told the patient the lens is in no way related to her symptoms. Additional information was requested. There are two manufacturer reports associated with these events. This report is for the fellow eye.

Manufacturer narrative:
(B)(4).